Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that a valve revision surgery was performed. Per affiliate: the reported valve was implanted to the patient via vp-shunt on (B)(6) 2009 (the initial setting was unk). However, the patient¿s condition got worse and a MRI examination was performed on (B)(6) 2017. After the MRI examination, the surgeon tried to lower the pressure, but the valve couldn¿t be adjusted. X-ray was shot and it was determined that the valve was found as being broken. The patient¿s condition was monitored for a while, but the symptom of hydroceles got worse. The valve was removed from the patient and the shunt was revised with 82-3832 (the initial setting is unk) on (B)(6) 2017. The surgeon commented that the patient doesn¿t have any memory of hitting his/her head. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/programming and pressure test could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 23rd september 2006. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.